Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a software error from the insulin pump. The customer stated that she received a software error and the screen went blank. The customer stated that in the past week, she had readings that have been extraordinarily high. The customer stated that she had anxiety and is stressed about the pump issues and needed to eat something. The customer stated that the alarm did not occur while trying to change the settings on the pump using paradigm pal software. The customer stated that the alarm did not occur during priming. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.